Event description:
Pt alleges receiving breast implants on 11/6/84. Pt's implants changed in shape (4/16/96). Physician states the pt had capsular contracture and bilateral ruptured implants. Pt had removal and replacements on 7/31/96 with devices of another MFR.